Event description:
It was reported the patient presented to the hospital with pneumonia, uti, sepsis, and displaying physical behavior needing restraint. The patient's status was reportedly fair. The manufacturer representative turned the patient's stim off per the md request. The change had no impact on the pt's condition. Manufacturer technical services recommended running group impedances with c-0, c-1, c-2 and c-3 programmed. Electrode impedance reported multiple identical impedances. Due to the pt's current condition, the MFR representative was not able to spend time further interrogating the device. The md wanted the stim turned off to verify it was not the cause of the pt's condition.